Manufacturer narrative:
Continuation of concomitant medical product: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted from the left side due to pocket erosion. A new system was implanted on the right side before laser lead extraction occurred. However, just after the laser extraction, the patient died.

Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.